Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain menstrual. Concurrent conditions included vaginal bleeding, uterine fibroid, hypermenorrhea, uterine fibroids, vomiting and hypertension. Concomitant products included celecoxib (celebrex), codeine, ibuprofen and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("mental condition anguish / psych injury") and abdominal pain ("abdominal area/ abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy in 2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet: received. Outcome of events abnormal bleeding (vaginal, menorrhagia) was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain menstrual. Concurrent conditions included vaginal bleeding, uterine fibroid, hypermenorrhea, uterine fibroids, vomiting and hypertension. Concomitant products included celecoxib (celebrex), codeine, ibuprofen, nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("mental condition anguish / psych injury") and abdominal pain ("abdominal area/ abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy in 2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: plaintiff fact sheet received. Outcome of the event "depression and anxiety" were updated to recovering/resolving." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain menstrual. Concurrent conditions included vaginal bleeding, uterine fibroid, hypermenorrhea, uterine fibroids, vomiting and hypertension. Concomitant products included celecoxib (celebrex), codeine, ibuprofen, nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression / psych injury"), anxiety ("mental condition anguish / psych injury") and abdominal pain ("abdominal area/ abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy in 2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('gen. Abnorme. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain menstrual. Concurrent conditions included vaginal bleeding, uterine fibroid, hypermenorrhea, uterine fibroids, vomiting and hypertension. Concomitant products included celecoxib (celebrex), codeine, ibuprofen and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("mental condition anguish / psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal area"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy in 2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event gen. Abnorme. Bleed added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pain menstrual. Concurrent conditions included vaginal bleeding, uterine fibroid, hypermenorrhea, uterine fibroids, vomiting and hypertension. Concomitant products included celecoxib (celebrex), codeine, ibuprofen and tramadol. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental condition anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal area"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oopherectomy in 2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs received. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental condition anguish , abdominal area, she did not undergo essure confirmation test were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.